Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.

Event description:
Dr stated to our sales rep that during the placement of the device the spike broke off. The spike remained in the pt bone. She further reported that there was a replacement product available and therefore the surgery was successful with 5 minutes delay.